Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. Additionally, it was reported that occlusion alarms occurred. The customer changed the pump supplies to address the issues. The customer's blood glucose level read "high", a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump.